Event description:
It was reported that the user experienced repeated alert 38 motor stall alarms on the insulin pump, and a guided dry run delivered 165 units without issue; inspection identified bent and twisted infusion tubing, and the user was instructed to change the infusion set. Symptoms included interrupted insulin delivery without reported clinical effects. Outcomes included no injury, no medical intervention, and no hospitalization. Investigation included phone-based troubleshooting, functional verification by dry run, and visual inspection of supplies. Investigation of this case revealed that the pump motor functioned as intended during testing and that the likely cause of the stalls was occlusion or restriction from damaged or kinked infusion tubing associated with the infusion set. It was concluded, based on previously established findings for similar reports, that the cause was user-related handling of disposable infusion components leading to flow restriction.